Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of false susceptible oxacillin results in association with the (B)(6) test kit while testing a staphylococcus aureus isolate. Alternate methods of testing included biofire (meca (B)(6) and pbp2a+ (B)(6), indicating mrsa. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in the united states reported the occurrence of false susceptible oxacillin results in association with the vitek® 2 ast-gp75 test kit while testing a staphylococcus aureus isolate. An internal biomérieux investigation was performed. Culture submittals were requested by biomérieux for internal investigation; however, the customer was unable to submit the organism. Without submittal of the isolate, it cannot be determined if the vitek® 2 is discrepant compared to the reference method. On 07nov2016 industrialization-ast-gp75 lot 275394110 met final qc release criteria. There were no issues observed with oxacillin or cefoxition screen on initial qc performance testing.